Event description:
It was reported that during a shoulder arthroscopy, there was increased swelling of the shoulder intraoperatively without changes to the basic settings on the crossflow pump with daily cassette. Immediately upon noticing the onset of swelling, the daily cassette was replaced with another batch. The operation then proceeded without further incident.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.